Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigation. Failure analysis investigation did not replicate nor confirm the customer reported issue. The instrument was put on an in-house system which passed recognition and engagement. However, failure analysis did find the instrument to have a broken pitch cable at the distal end. The cable segment that contained the crimp was still installed in the clevis. No other damage or wear marks were observed on the clevis. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. Although the customer reported complaint does not itself constitute a reportable event, this is being reported due to the broken pitch cable found during failure analysis investigation.

Event description:
It was reported that during a da vinci surgical procedure, the system did not recognize the double fenestrated grasper instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of any fragment(s) falling into the patient.